Manufacturer narrative:
Date of report: 02/01/2019. Date rec¿d by MFR: 04/25/2019. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. Touch screen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 9nov2018. The manufacturer¿s field service engineer (fse) confirmed the reported intermittent touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported problem. The v60 ready for patient use.

Event description:
The customer reported that the touchscreen was nonresponsive. There was no patient involvement. The event date was not specified; estimate used.